Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see d10), update the follow-up type (see h2), update the device evaluated by manufacturer (see h3), update the event problem and evaluation codes (see h6), and provide the investigation results. Investigation: during the investigation of the complaint, it was determined that the possible root cause of the system error message was due to the quality of the articulation sleeve material. A hole in the articulation sleeve led to liquid infiltration into the sleeve. Through a CAPA, an articulation sleeve material inspection and re-work was initiated in november 2015. In addition, a new sleeve material change was implemented in september 2016. This defective transducer was prior to the corrective action.

Manufacturer narrative:
This supplemental report is being submitted to correct the date of the event (see section b3), provide additional event information (see section b5), update device evaluated by manufacturer (see section h3), correct the patient code (see section h6), and provide additional manufacturer narrative. The device referenced in this report was not returned to siemens for evaluation; therefore, the investigation of the device could not be performed and the cause of the reported phenomenon could not be conclusively determined.

Event description:
Additional information was received and it was reported that prior to an unspecified study, the transducer displayed a usacquisitionhw_40_0 error message when it was connected to the system. The transducer was replaced with a competitor device to complete the study. There was a delay of 30-60 minutes while the replacement device was obtained. It was not necessary to repeat the study because the reported event occurred before the patient was scanned. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
This issue is under investigation. A follow-up report will be submitted when the investigation results are available.

Event description:
System lock up while the z6ms was connected. The investigation is in process.